Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement and migration occurred. The lesion being treated was located in the calcified right coronary artery (rca). The physician attempted to deliver a 3.50x32mm taxus express2 drug eluting stent, but was unable to cross the lesion. As the physician attempted to pull back the stent it dislodged off of the delivery system. The stent then migrated into the left profunda. Multiple attempts were made to snare the stent with no success. The stent was finally crushed with a 5.00mm liberte bare metal stent in the left profunda. The case was successfully completed with no further complications and the patient condition is fine. Further information was requested, but was unavailable.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.